Event description:
During recertification of a svc loaner by zoll's tech svc dept, the device inappropriately powered off while attached to an "ac" adaptor. There was no pt involvement in the reported failure.